Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system, within 21 minutes: 97 mg/dl, 410 mg/dl, 155 mg/dl, 80 mg/dl, 115 mg/dl, 199 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.